Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1904134. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were evaluated and no signs of foreign matter or black markings were observed. Based on the provided feedback, we have concluded that it is possible the reported black particles were produced during the molding process. Due to the high working temperatures, if the heat is not expelled properly, there is a chance for burnt particles to occur. This is a cosmetic defect which has no risk to the health of the patient as these particles are embedded without the possibility of detachment. The entire manufacturing process for this product is completed within an environmental controlled room, where the air is continuously filtered to minimize the risk of foreign matter introduction. Based on the stringent preventive measures in place, we believe this was an isolated incident with an unlikely recurrence. H3 other text : see h10.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china had foreign matter on the tip of the barrel before use. The following information was provided by the initial reporter: the appearance and expiry date of the bd 20ml syringe were all qualified. After the sterile table was applied, the operator found black marks on the tip of the barrel before using it. Stopped using it immediately and replace the sterile table.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china had foreign matter on the tip of the barrel before use. The following information was provided by the initial reporter: the appearance and expiry date of the bd 20ml syringe were all qualified. After the sterile table was applied, the operator found black marks on the tip of the barrel before using it. Stopped using it immediately and replace the sterile table.